Manufacturer narrative:
MDR initial 3 of 4. E1:(B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced four infusion set leakage events at the infusion site leading to high blood glucose treated by correction bolus via pump on (B)(6) 2026.